Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 514 (mg/dl) and trace ketones. While in the emergency room, the customer was treated with intravenous insulin and fluids. Reportedly, the customer attempted to lower their bg with the pump and manual injections prior to ER visit using the same vial of insulin and bg levels would not lower. It was recommended that a different vial of insulin be used.